Manufacturer narrative:
Attempts have been made to obtain add'l info. The user did not retain the sample for investigation. Upon completion of the investigation, a supplemental report will be submitted. Date submitted: 10 january 2008.

Event description:
Report indicated the defective unit leaked; however, when the sample was received, it was determined that the catheter separated at the tube/adapter junction.